Event description:
Customer alleged one false positive flu a result on sofia flu+sars. No confirmatory testing performed and the patient may or may not have been symptomatic. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.